Event description:
Patient was on table in cardiac cath lab. A sheath was placed and heparin given. Xray machine would not come up. It took several attempts and had to be brought online with the windows program at the breaker box. The physician was uncomfortable with continuing and the procedure was stopped.